Manufacturer narrative:
Concomitant medical products: cd2231-40 ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered an inappropriate shock. The lead was suspected to have fractured and the lead was oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.